Event description:
It was reported that the xience nano was advanced to the moderately calcified, mildly tortuous, narrow lesion in the ostal diagonal coronary artery without resistance. On attempted deployment it was noticed that the stent was not on the delivery system balloon. The guiding catheter and stent delivery system (sds) were removed and the stent was found on the shaft of the sds. Another xience nano was implanted to complete the procedure without further incident. There were no adverse patient effects. There was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.